Event description:
(B)(4). It started with severe cramps and extended menstrual cycle. Then headache, migraine, teeth decaying, severe bloating, whole body ache, hair falling out, hair growing on my face. On (B)(6) 2014 I had a miscarriage.